Event description:
Boston scientific received information that this pulse generator had exhibited noise oversensing leading to pacemaker inhibition when the patient was in close proximity to certain electronic and electromagnetic devices. The patient described becoming symptomatic, such as becoming weak in the knees, and fainting. The patient noted having a resting heart rate in the low 30's.

Manufacturer narrative:
To date, this medical device is not expected for return to boston scientific. As new information would become available, this report will be further evaluated and updated.